Manufacturer narrative:
The investigation into the reported optical signal issue, high purge pressure, and product damage (sterile sleeve damage) has been completed. The impella 5.5 was returned for investigation. The device was visually inspected and small kink in catheter and significant biomaterial ingestion at outflow cage/purge gap was found. The sterile sleeve damage was found with tearing or ripping of sleeve at one end. Reproduction testing was done for high purge pressure and purge flow values were low initially and slowly improved with pump running. The high purge pressure issue was unable to be reproduced. Purge fluid slowly exited the purge gap with biomaterial blockage. Optical 5s parameters were verified and snr and contrast failure indicate damaged sensor. Optical light continuity test passed without any issues. Optical sensor teardown was performed, and keyence imaging confirms damaged sensor face within design life. The cause of the optical signal issue was determined to be due to a damaged sensor. The cause of the high purge pressure issue was most likely biomaterial. The cause of the product damage (sterile sleeve) issue was use related. Impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that during support for 65-year-old male patient, there was no positioning signal (ps) and no lv-ps on the impella 5.5. There were no kinks seen on the line. The impella connector cable was correctly plugged in. The motor current was 403/328ma. P7=4,4l, and the pump position was confirmed with echo. The pump was replaced due to the high purge pressure. Additionally, the investigating engineers found that the sterile sleeve had tearing or ripping of sleeve at one end.

Manufacturer narrative:
Corrections that were made from the initial manufacturer device report number 1220648-2024-16595. D8/d9 device returned to manufacturer updated. D10 concomitant medical products and therapy dates updated. E4 should have been left blank. G1 reporting contact email and g1 manufacturing site name and address updated.